Event description:
User received duplicate albumin results from one patient that were reported to the laboratory information system as total protein results. The albumin results of 21.6 twice displayed as total protein results, but were actually albumin results. The results were not reported to the physician. The investigation unit verified the customer complaint. A counter measure has been provided. Correction to issue will be released with software version update.